Manufacturer narrative:
Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received from the device manufacturer representative indicated that the patient had lost weight due the medication she was prescribed at the time and changes in food habits. It was reported that the weight loss had caused the pump to stick out and be uncomfortable. It was reported that the pump was explanted of and discarded.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving prialt with concentration 25.0 mcg/ml at a dose rate of 0.151 mcg/day via an implantable pump for spinal pain. It was reported that the patient lost 20 plus pounds and had noticed a change in her therapy. The date of event was unknown. Her physician had moved her to minimum rate with her pump settings. A catheter dye study was completed with no abnormalities found. The patient felt ¿better¿ with her ¿medication turned down¿. Surgical intervention was planned, but not scheduled. The issue was not resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown or would not be made available. No further patient complications have been reported as a result of this event.